Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and confirmed that the touch panels werefrozen due to an issue with the avc-x component. The technician reprogrammed and rebooted the avc-x components, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panels connected to their hexavue custom room racks were frozen. No report of injury.